Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there was no left ventricular pacing. A chest x-ray confirmed that the left ventricular lead had dislodged. The lead was explanted and replaced.